Event description:
It was reported that the patient reported to the ER after receiving an inappropriate shock for af with rvr. Device was reprogrammed. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.